Event description:
It was reported that approximately two years post- op, x-rays showed that rod was broken at right l2. It was also reported that there was a probable pseudoarthrosis. A revision surgery is planned, but has not been scheduled.